Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the high definition lcd monitor power turned off after turning on the power within a few minutes and then started up again. Repeatedly falling down. The issue was found during preparation for use. The intended diagnostic procedure was completed using another monitor. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of the power turned off was confirmed due to a failure of the printed circuit board. T he investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.